Manufacturer narrative:
Device was manufactured on 5/5/1999 and has no repair history at zimmer biomet surgical since july of 2011. Investigation revealed the device operated too erratically to capture a motor speed. Prior to repair, the device was outside calibration specifications at the zero thickness setting. Repair of the device included replacement of the motor and standard repair parts. Post repair analysis revealed excessive corrosion to the motor. The motor did not operate without a load. The customer's reported event was confirmed during testing and was most likely due to the corrosion to the motor due to moisture ingress and lack of preventative maintenance that led to the erratic operation of the motor. Special care regarding cleaning and sterilization should be taken to prevent the entry and accumulation of moisture within the handpiece that can lead to the corrosion and malfunction of the internal components. The customer should be aware, per the instructions for use, "the zimmer electric dermatome should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." The device was repaired and returned to the customer. No recommended actions at this time.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the device stopped working after a few minutes. Additional clinical information determined that the reported issue occurred during surgery, wherein the device failed midway through harvesting a split graft from the thigh. It was stated that there was no patient harm/injury associated with the report but there was an impact/damage to the graft harvest. The first graft could not be used as the size needed was not attained before the equipment failed and an additional graft site had to be used adjacent the first attempt, to get the size the surgeon needed. It was confirmed that the surgery was completed using an alternate device with a small delay, while the patient was under anesthesia at the time of delay. No medical intervention/additional surgical procedure was required in the event.